Manufacturer narrative:
The customer¿s report that the tubing set was found to be "damaged" was not confirmed. However, visual inspection observed that model was assembled with an additional smartsite component in placement of the expected male luer component during the manufacturing assembly process. No other anomalies or damages were observed throughout the set. No functional testing was deemed necessary due to the misassembled set. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The root cause was due to operator error of not following manufacturing process sequence during the set¿s assembly.

Event description:
It was reported that the tubing set was found to be "damaged" in the medical intensive care unit. Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set was found to be "damaged" in the medical intensive care unit.